Event description:
Report received from USA stating that the device was observed with the condition of "heat". It is known that the event occurred during surgery. It is also known that there was no patient or user injury, surgical delay or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed. This condition was likely due to normal use and wear over time, as no signs of improper cleaning or maintenance were observed. If add'l info becomes available, a supplemental report will be sent. (B)(4).